Event description:
Vague report of pump reported to overinfuse causing the IV to infiltrate the pt causing a bubble under the pt's skin. No additional details were able to be obtained. No medical intervention was needed and no pt injury resulted.